Event description:
It was reported that the 9600+ system will not fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. Recommended power supply replacement and the air filters are kept clean. Power supply replaced on a subsequent site visit. The system was tested and found to be working as intended and placed back into service.